Manufacturer narrative:
Advanced bionics considers the investigation in this reportable event as closed. The recipient was reportedly prescribed treatment (type unknown) for the infection. The infection has resolved. The recipient will be reimplanted at a later date. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's device was reportedly explanted due to infection. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.